Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was losing power randomly. Blood glucose level at the time of the incident was over 400 mg/dl. Review of the device's history showed that low battery alerts had occurred. The customer stated that the battery did not last more than one week, but was not using the recommended type. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.